Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient was experienced high intra ocular pressure (iop) and was given with medical treatment. The procedure details were not provided. The symptoms were resolved.

Manufacturer narrative:
The perfluoropropane (c3f8) tank was not returned for evaluation. A review of the batch production record for the given lot showed no unusual manufacturing issues.. A review of the complaint records showed three other complaints against the given lot. A review of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints since the beginning of 2015. An analysis of the retain sample lot showed that the product was pfp (c3f8) and met all release criteria. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).